Event description:
It was reported that the ventilator generated an alarm indicating low pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low pressure. The ventilator was investigated by our field service engineer on-site and the monitoring pcb was according to the connected support case recommended to be replaced. No further information has been received. No service report was provided and no replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).